Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported that they went to the emergency room on (B)(6) 2015 for pain in their right leg. The onset of this pain was considered sudden. The patient had been having problems with their stimulator for 6 months prior to (B)(6) 2015. The stimulator had been going on and off. The therapy was not working. The ac adaptor connector pin had also broken off. The connector pin broke off a few days prior to the report. The patient was indicated for non-malignant pain. No causes, interventions, or outcome were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.